Event description:
According to the reporter, the procedure ended prematurely and the device recorder went off. The capsule was still in the patient, therefore, another recorder was synchronized to continue the procedure. The procedure ended immediately and the power went off. The capsule was removed by an endoscopy. The capsule led was flashing and the capsule seemed to be working fine. The capsule will be returned for investigation. There was no patient harm or user harm.